Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. A back-up device was implanted. The concerned device has not been received for investigation yet.

Event description:
During the initial implantation pre-operative in the box measurements could not be performed. Testing failed, as no connection between the test coil and the implant in the sealed packaging could be established. A back-up device was successfully implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During the initial implantation pre-operative in the box measurements could not be performed. Testing failed, as no connection between the test coil and the implant in the sealed packaging could be established. A back-up device was successfully implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was not working during preoperative testing. The reported issue could not be confirmed during device investigation. A cause for the failed testing remains unknown. A back-up device was implanted. This is a final report.

Event description:
During the initial implantation pre-operative in the box measurements could not be performed. Testing failed, as no connection between the test coil and the implant in the sealed packaging could be established. A back-up device was successfully implanted.